Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced inappropriate shocks due to lead dislodgement. It was reported that the patient was to undergo a revision procedure in the near future. No further adverse patient effects were reported. Subsequent information indicates that this patient underwent a successful revision procedure. No further complications have been reported.